Event description:
It was reported that patient underwent initial reverse total shoulder arthroplasty on an unknown date. Subsequently, patient was revised in 2014 due to unknown reasons. Competitor products were used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event ¿ unknown. Brand name - unknown. Device information - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.